Event description:
L4-s instrumentation using viper2 system was performed for the patient with lcs. During the compression procedure after inserting a setscrew in the x-tab screw, the tab was broken. The broken screw was replaced with a new one, and the case was completed with 30-minute delay.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.

Manufacturer narrative:
Visual examination of the returned device revealed that the polyaxial screw tabs were broken off. The tabs were not returned. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the polyaxial screw x-tabs breaking off cannot positively be determined. One possible root cause is that the x-tabs were subjected to unanticipated forces during insertion resulting in tab breakage. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.